Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer plug sparked and dark grey smoke came out of outlet, flames were visible and a bad smell. Both the programmer and printer cords were plugged into outlets. The programmer was on the home screen and was about to be powered down when the flames were observed. Both cords were pulled out of the wall. It was also noted that the ground on the programmer cord was partially melted. The device is expected to be returned. No patient complications were reported as a result of this event.